Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was low. The customer¿s blood glucose was 40mg/dl at the time of incident. The customer reported that she had a magnetic resonance imaging today and had to remove the sensor and would lay it replaced. The customer declined to troubleshoot for the low blood glucose. The insulin pump will not be returned for analysis.